Manufacturer narrative:
Date rec¿d by MFR : 06feb2019. Additional information was received that the customer replaced the flow sensor assembly. The performance verification passed and the unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports failing air flow at baseline; displaying 3.2 lpm. No patient/user harm reported. Event date not specified; estimate used.